Event description:
Patient has been monitored for several months for reported percept problems and decrease in performance. In 2001, testing performed by advanced bionics representative demonstrated that the device was not fully functional. Although further programming adjustment option was provided, the center and patient decided that revision surgery would be scheduled for 2002.